Event description:
It was reported that the implant at tooth site #19 was removed due to bone loss. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0001038806-2026-00031 that was submitted on january 5, 2026 is a duplicate of MFR report number 0001038806-2025-03228. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0001038806-2025-03228. All details associated with this event have been processed and completed under 0001038806-2025-03228. Therefore, no additional reports will be submitted under MFR report number 0001038806-2026-00031.

Event description:
This report is being submitted to retract the initial report, MFR report number 0001038806-2026-00031 that was submitted on january 5, 2026 as this event had already been submitted and is a duplicate of MFR report number 0001038806-2025-03228 that was submitted on november 18, 2025.